Event description:
It was reported that the image on the 9600 system would not flicker during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The connectors were re-seated and the voltage adjusted during the service call. The system was tested, and found to be working as intended, and put back into service.